Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. Functional test process of current production of smart concha no sterile ip-5041ns batch 74j1802612 was reviewed and no issues were observed that can lead to the alleged defect reported. A device history record review could not be conducted since the lot number was not provided. To perform a proper investigation and determine the source of alleged defect reported, it is necessary to evaluate the sample involved on this complaint. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. Corrective actions cannot be assigned. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "infant circuit had water overflow in column resulting in nasal lavage for infant." Clinical consequences reported were "infant's heart rate and oxygen saturations were impaired." Intervention reported "the patient equipment was removed and supplemental oxygen given via blow by. Nurse reported patient experience ed emotional distress and required increased monitoring. Patient current condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). One (1) 2416 corrugated comfort flo remote temp port was received for investigation. Upon receipt the comfort flo system was inspected for any signs of misuse/abuse/damage. None were noted. The check valve discs in all three valves were operable as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle/bottle to column valves opened and closed freely. The column was placed into a 425-00 neptune heater without water. The neptune was turned on and set to 37 degrees "c", with heavy rainout. Within 3 minutes the low water indicator lamp had illuminated. The returned column was connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit with a 2411-04 neonate cannula using the 3lpm flow mentioned in the report with no problems then disconnected the cannula with no water level increase in to the circuit. The infant cannula was reconnected to 3lpm and occluded the nasal nares allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The complaint was unable to be confirmed as the situation was not able to be recreated even at the highest back pressure settings. Functional testing did not uncover any operating anomalies with the column.

Event description:
Customer complaint alleges "infant circuit had water overflow in column resulting in nasal lavage for infant." Clinical consequences reported were "infant's heart rate and oxygen saturations were impaired." Intervention reported "the patient equipment was removed and supplemental oxygen given via blow by. Nurse reported patient experienced emotional distress and required increased monitoring. Patient current condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.1.- 'adverse event' selected. Section h.1.- corrected to 'serious injury'.

Event description:
Customer complaint alleges "infant circuit had water overflow in column resulting in nasal lavage for infant." Clinical consequences reported were "infant's heart rate and oxygen saturations were impaired." Intervention reported "the patient equipment was removed and supplumental oxygen given via blow by. Nurse reported patient experienced emotional distress and required increased monitoring. Patient current condition reported as fine.